Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the complaint revealed that procedural variance as a contributing factor to the reported event could not be ruled out. It was reported that the broken component was retained in the patient and the fragment was removed in a follow-up procedure. Should any additional clinical information become available, the case will be re-evaluated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer specification found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a shoulder arthroscopy while using a footprint ultra pk suture anchor 4.5. The tip of the inserter broke of inside the anchor, however it was not known if this occurred during the procedure. The broken metal piece was noted on x-ray at a later date. The fragment was removed if follow up arthroscopy and now the patient is pending another procedure.